Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8345993 , medical device expiration date: 2019-08-31, device manufacture date: 2018-12-11; medical device lot #: 8276553, medical device expiration date: 2019-07-31, device manufacture date: 2018-10-03.

Event description:
It was reported that an unspecified number of bd vacutainer® buffered sodium citrate (9nc) blood collection tubes experienced over fill. The following information was provided by the initial reporter: material no. 363083, batch no. 8345993 & 8276553. Verbiage received- customer states that the 2 lot#'s of tubes 8345993 and 8276553 are overfilling. She has the fill volume cards and states that tubes are filling over these levels. She is aware that the fill line is the minimal draw volume. They have had 3-4 tubes overfill. Site has tubes from both lot#'s that they can return for testing. Emailed customer on citrate tubes. Customer was not sure if any patient results were affected.

Event description:
It was reported that an unspecified number of bd vacutainer® buffered sodium citrate (9nc) blood collection tubes experienced over fill. The following information was provided by the initial reporter: material no. 363083, batch no. 8345993 & 8276553. Customer states that the 2 lot#'s of tubes 8345993 and 8276553 are overfilling. She has the fill volume cards and states that tubes are filling over these levels. She is aware that the fill line is the minimal draw volume. They have had 3-4 tubes overfill. Site has tubes from both lot#'s that they can return for testing. Emailed customer on citrate tubes. Customer was not sure if any patient results were affected.

Manufacturer narrative:
H.6. Investigation: investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to overfill as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the retain samples, the customer¿s indicated failure mode for overfill with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The retain product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.